Event description:
A malfunction was reported on the pump, as indicated by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer support provided pump reset instructions and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again.